Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the controller displayed a red "lo" indicator next to the glucose reading, and the patient was reportedly unable to deliver correction bolus. Blood glucose levels of 250¿350 mg/dl were reported, and no boluses were reportedly recorded on one day despite elevated glucose levels. Medical treatment was not required.